Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an internal blood leak was observed on two (2) units of revaclear 400 30 minutes into treatment. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
H10: the actual device was not received for evaluation, however, two pictures were provided. The visual inspection of the two provided photos showed in photo one the product during treatment. Blood on the dialysate side and inside the dialysate port was visible. Photo two showed the product after treatment with only the product label visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.